Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report#3006705815-2018-02389. It was reported that the during the ipg replacement, high impedances were noted on the lead at diagnostic testing. The physician cut both lead at insertion site and replaced the leads. Post-operatively, the impedances were tested normal and therapy was restored. Patient is doing fine. Issue was resolved.